Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat: result: 0.03 ng/ml. Time: 0811. Architect: 0.13 ng/ml, time: 0945. Architect: 0.12 ng/ml, time: 1139 (repeat). I-stat: 0.03 ng/ml, time: 1259 (plasma). Architect: 0.10 ng/ml, time: 1451 (sample unk). Architect: 0.10 ng/ml, time: 2134 (sample unk). The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.